Event description:
It was reported that the rotalink burr and rotawire became entrapped with each other. The 28mmx2.25mm stenosed target lesion area was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 1.25mm rotalink burr and 330cm rotawire were selected for use in percutaneous coronary intervention procedure. During the procedure, it was noted that the rotalink burr and rotawire became entrapped with each other. Both devices were removed directly and slowly and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire used in the procedure was not returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the coil was stretched.the rotawire used during the procedure was not returned for analysis, so testing was performed using a test rotawire. During testing, the rotawire was not able to pass through the device due to the stretched coil. Product analysis confirmed the reported event, as the rotawire was not able to pass through the device due to the stretched coil. It is likely that the stretched coil was responsible for the reported stuck guidewire during the procedure.

Event description:
It was reported that burr was twined with the guidewire. The 28mmx2.25mm stenosed target lesion area was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 1.25mm rotalink burr and 330cm rotawire were selected for use in pci procedure. During procedure, it was noted that the burr was twined with the guidewire. The device were removed directly and slowly and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.